Event description:
It was reported that unstable speed and device entrapment occurred during the procedure. The 90% stenosed moderately tortuous and severely calcified target lesion was located in the coronary artery. A rotapro 1.50mm and rotawire drive were selected for atherectomy. Set rotational speed was set to 190,000 while outside of the patient. The rotapro 1.50mm and rotawire drive were advanced without resistance. Attempts were made to adjust the rotational speed at 190,000rpm but it was fluctuating between 180,000rpm - 200,000rpm. It was noted that the rotapro 1.50mm and rotawire drive were stuck together. Both devices were removed as one unit. The procedure was completed with a different rotapro. No patient injury was reported.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotawire drive. The wire body, proximal end, distal end, and spring tip were examined. A visual inspection revealed no damage or irregularities to the device. Functional testing was performed by attempting to remove the returned rotawire, and the returned rotawire was able to be removed without issues. The returned rotawire was then able to be reinserted and passed through the device with no resistance or issues. Inspection of the remainder of the device, revealed no damage or irregularities. A2: age at time of event - 70s year old.

Manufacturer narrative:
Age at time of event - (B)(6) year old.

Event description:
It was reported that unstable speed and device entrapment occurred during the procedure. The 90% stenosed moderately tortuous and severely calcified target lesion was located in the coronary artery. A rotapro 1.50mm and rotawire drive were selected for atherectomy. Set rotational speed was set to 190,000 while outside of the patient. The rotapro 1.50mm and rotawire drive were advanced without resistance. Attempts were made to adjust the rotational speed at 190,000rpm but it was fluctuating between 180,000rpm - 200,000rpm. It was noted that the rotapro 1.50mm and rotawire drive were stuck together. Both devices were removed as one unit. The procedure was completed with a different rotapro. No patient injury was reported.